Manufacturer narrative:
Updated fileds: b4, b5, g3, g6, h2, h11. (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient experienced a warm sensation at the ipg incision site. The patient reported that there was no drainage and did not experience a fever. The patient reported that they would contact their physician for guidance. On (B)(6) 2025, the patient was hospitalized for low blood pressure unrelated to barostim. While at the hospital, the patient was started on intravenous antibiotics for a suspected infection. The patient was seen for a follow up on (B)(6) 2025, and there were no signs of infection, fever, discoloration or swelling at both their neck and chest incisions.

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient experienced a warm sensation at the ipg incision site. The patient reported that there was no drainage and did not experience a fever. The patient reported that they would contact their physician for guidance. On (B)(6) 2025, the patient was hospitalized for low blood pressure unrelated to barostim. While at the hospital, the patient was started on intravenous antibiotics for a suspected infection.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom cae testing results were below control limits for the quarter the ipg was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID#: (B)(4).